Manufacturer narrative:
(B)(6) 2018 - the customer evaluated the device. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer reported they were not able to reproduce the failure after several hours in self test mode with 0.25" adapter. The pse provided guidance to run the blower at high rate per minutes (rpm) while monitoring the blower temperature to verify blower and blower control circuits are operating properly. The customer was advise to allow blower to run at 3200 rpm from 90 to 120 minutes. The blower did not exceed 55 celsius.

Event description:
The customer reported that the ventilator generated an error relevant to a high blower temperature. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.